Event description:
The patient stated that she began to feel very ill with a severe headache. She stated that she tested her blood glucose and it was "hi" (typically greater than 500 mg/dl). She took 5 units of humalog via injection to reduce her blood glucose values. She stated that she removed the insulin cartridge and noticed condensation. She changed the insulin cartridge and dried out the cartridge compartment. The patient stated that she then took a 15 unit bolus to reduce her blood glucose. The patient stated that during the night, her blood glucose dropped to 52 mg/dl and she woke up and ate breakfast. At the time of the call, the patient stated that her blood glucose was in the normal range of 100-150 mg/dl. Upon follow up in 2007, the patient stated that her blood glucose is back to the normal range and the infusion device is working fine. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.